Manufacturer narrative:
New patient identifier is (B)(6).

Event description:
It was reported to boston scientific corporation that an uphold lite was used during a pelvic floor reconstructive surgery procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2016, the subject experienced acute cystitis. She was treated with ciprofloxacin. On the same date, the subject also experienced a urinary tract infection. She was treated with ciprofloxacin and both events have not yet resolved. Additional information received on august 5, 2016. The acute cystitis and urinary tract infection experienced by the patient on (B)(6) 2016 resolved on (B)(6) 2016. On (B)(6) 2016, the subject experienced a urinary tract infection. She was treated with amoxicillin and the event resolved on (B)(6) 2016.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2016-02699 pertains to the other device. It was reported to boston scientific corporation that an uphold lite was used during a pelvic floor reconstructive surgery procedure performed on (b)(46 2015. According to the complainant, on (B)(6) 2016, the subject experienced acute cystitis. She was treated with ciprofloxacin. On the same date, the subject also experienced a urinary tract infection. She was treated with ciprofloxacin and both events have not yet resolved. Additional information received on august 5, 2016: the acute cystitis and urinary tract infection experienced by the patient on (B)(6) 2016 resolved on (B)(6) 2016. On (B)(6) 2016, the subject experienced a urinary tract infection. She was treated with amoxicillin and the event resolved on (B)(6) 2016. Additional information received on october 18, 2016: on (B)(6) 2016, the subject experienced a urinary tract infection and was treated with levofloxacin.

Manufacturer narrative:
Block a1: alternative patient ID: (B)(6). Blocks f10 and h6: patient codes 2120 and 1932 capture the reportable events of urinary tract infections and cystits. Block g3: study name: u8090 uphold lite. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks b5, b7 and f10/h6 patient codes updated.

Event description:
Note: this pertains to the first of two devices used during the procedure. It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a pelvic floor reconstructive surgery with uphold lite including cystocele repair procedure performed on (B)(6) 2015. The patient also underwent a concomitant retropubic sling procedure with an advantage fit device. The procedures were completed without complications. According to the complainant, on (B)(6) 2016, the patient experienced acute cystitis and urinary tract infection. Both events were assessed as related to the anterior vaginal compartment. The acute cystitis was assessed as symptomatic, and associated with spontaneous pain. She was treated with ciprofloxacin and both events resolved on (B)(6) 2016. The investigator assessed both events as moderate in severity, pelvic floor related, possibly related to the procedure, possibly related to the mesh, and not related to the delivery device. On (B)(6) 2016, the patient experienced a lower urinary tract infection. She was treated with amoxicillin and the event resolved on (B)(6) 2016. The investigator assessed the event as mild in severity, pelvic floor related, possibly related to the procedure, possibly related to the mesh, and not related to the delivery device. On (B)(6) 2016, the patient experienced a urinary tract infection. She was treated with levofloxacin and the event resolved on (B)(6) 2016. The investigator assessed the event as moderate in severity, pelvic floor related, probably related to the procedure, possibly related to the mesh, and not related to the delivery device. On (B)(6) 2018, the patient experienced a urinary tract infection. She was treated with ceftin and the event has not yet resolved. The investigator assessed the event as mild in severity, pelvic floor related, possibly related to the procedure, possibly related to the mesh, and not related to the delivery device.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite was used during a pelvic floor reconstructive surgery procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2016, the subject experienced acute cystitis. She was treated with ciprofloxacin. On the same date, the subject also experienced a urinary tract infection. She was treated with ciprofloxacin and both events have not yet resolved.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2016-02699 pertains to the other device. It was reported to boston scientific corporation that an uphold lite was used during a pelvic floor reconstructive surgery procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2016, the subject experienced acute cystitis. She was treated with ciprofloxacin. On the same date, the subject also experienced a urinary tract infection. She was treated with ciprofloxacin and both events have not yet resolved. Additional information received on august 5, 2016. The acute cystitis and urinary tract infection experienced by the patient on (B)(6) 2016 resolved on (B)(6) 2016. On (B)(6) 2016, the subject experienced a urinary tract infection. She was treated with amoxicillin and the event resolved on (B)(6) 2016. Additional information received on october 18, 2016. On (B)(6) 2016, the subject experienced a urinary tract infection and was treated with levofloxacin. Additional information received on july 30, 2018. On (B)(6) 2018, the subject experienced a urinary tract infection. She was treated with ceftin and the event has not yet resolved.